Event description:
The nurse reported that the customer was hospitalized for high blood glucose levels and diabetic ketoacidosis. The customer had experienced vomiting and nausea for two days prior to being hospitalized. Unable to troubleshoot at this time.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.